Event description:
Revision surgery - due to the patient falling and tearing the retractor cup/rotator cuff. The patient had a turon total shoulder arthroplasty in the past. After evaluating the shoulder the surgeon decided the shoulder was unstable and scheduled a rotator cuff (rtc) repair versus a reverse. During the procedure the surgeon inspected all of the implants and found them to be in good working order and well fixed; then turned to the supraspinatus muscle. The tear was retracted and a reverse was performed at this point.

Manufacturer narrative:
The reason for this revision surgery was reported as a torn rotator cuff after 7.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed 1 part (part number: 52001012-12) returned to the vendor for a ding on the part. Ncmr (B)(4) also showed 21 parts flagged for marking issues, the parts were accepted with the justification "there is no significant depth to the minor scratches on the fins. As a result, there is no impact to the fit, form, or function. Marketing accepts the minor surface finish discrepancies, but wants to ensure future lots are held to a higher visual standard." A review of the product complaint report history showed this is the first complaint for this part number from this lot. The root cause for the rotator cuff tear was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.